Event description:
It was reported that the lesion was in the mid and distal left anterior descending artery (lad). The vessel had mild tortuosity, mild calcification, and a 99% stenosis. The 2.5 x 23 mm xience v stent delivery system (sds) was advanced towards the lesion; however, did not go far enough; therefore, by tapping the shaft, the sds was advanced. When the sds was in the proximal lad, the guiding catheter became disengaged. When checked on angiography, the stent implant was found to have dislodged from the sds balloon and was located in the coronary (possibly the left main trunk). The dislodged stent implant was retrieved using a snare device; however, the stent implant had become bent (l shaped) during retrieval and could not be drawn into the guiding catheter; therefore, the whole system, the stent implant, the guide wire, snare device and the guiding catheter were to be removed as a single unit; however, the devices became tangled together as they were pulled up to near the puncture site, and could not be removed out of the vessel. The patient underwent a surgical procedure to remove the devices, which was considered successful. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, x-treme. Guide cath: axess 7 f jl3.5sh. Evaluation summary: analysis noted only the stent implant was returned, confirming the reported dislodgement. There was blood visible on the stent consistent with the stent delivery system (sds) advanced into the patient anatomy. The full length of the stent implant was mangled into a ball and returned caught on a snare. Only 4.5 cm of the distal end of a non-abbott guiding catheter was returned. The inner diameter of the non-abbott guiding catheter was measured with a .0795 inch pin gauge. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the mildly calcified lesion contributed to the reported failure to advance as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It was reported the sds was advanced as resistance was encountered, which also may have contributed to the reported difficulties. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. An interaction with the mildly calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction during manipulation within the lesion would have then led to the stent dislodgement. Further, as additional treatment was used in the attempts to snare the dislodged stent, this would contribute to the stent becoming further damaged, contributing to the resistance during retraction and the devices becoming entangled. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage, devices entangled, or difficult to remove for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.